Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
It was reported "cath packaging not properly sealed".

Manufacturer narrative:
Investigation findings: packaging & heat-sealing: the sealing edges of the defective product showed clear tooth marks and white traces, suggesting proper heat sealing. Liquid presence: traces of dried lubricant or water stains were found inside the catheter's side holes, though the product does not include water or lubricant. Production process review: no abnormalities were found in the production batch (lot: 24b00309). The sealing process was verified as intact. Personnel & equipment check: all involved staff were trained and qualified, and no production issues were reported. Material & environment: raw materials met quality standards, and no environmental changes impacted production. Possible cause: the product was likely opened after leaving the factory, and exposure to lubricant may have caused liquid seepage inside the catheter before drying. Conclusion: the investigation found no faults in manufacturing. It was determined that the catheter was possibly opened post-production, leading to lubricant exposure. No corrective actions were recommended. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.